Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013469, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013469 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 29-may-2025, with a total of (B)(4) units. The sub-assembly: assembly the lot 5a04106 was manufactured according to the work instruction (wi) version 27 and assembled in the quickset line, on 31-jan-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the sub-assembly: assembly the sub-assembly, of the lot 5e04114 was manufactured according to the work instruction (wi) version 30 and assembled in the quickset line, on 28-may-2025, with a total of (B)(4) units. The sub-assembly, of the lot 5e04115 was manufactured according to the work instruction (wi) version 30 and assembled in the quickset line, on 28-may-2025, with a total of (B)(4) units. The sub-assembly, of the lot 5e04116 was manufactured according to the work instruction (wi) version 30 and assembled in the quickset line, on 29-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5e03439 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 27-may-2025, with a total of (B)(4) units. The lot 5e03435 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 26-may-2025, with a total of (B)(4) units. The lot 5e03432 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 24-may-2025, with a total of (B)(4) units. The lot 5e03440 was manufactured according to the work instruction (wi) version 42 and manufactured in the line mp04 and mp08, on 29-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in (B)(6), united states. It was reported that the patient faced an event on (B)(6) 2025 where needle was hard to remove. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).